Event description:
Journal reference: vergani, et al. "Anatomical identification of active contacts in subthalamic deep brain stimulation." Surgical neurology, 2007, 67:140-147. The article describes the results from a study that involved patients being treated with bilateral deep brain stimulation (dbs) for management of symptoms related to idiopathic parkinsons disease. The study objective was to better understand the mechanism of action relationship between the dbs electrode position and anatomical structures of the subthalamic region. Patient follow-up was performed every 6, 12, 24 and 36 months post dbs system placement. A number of patient complications and/or side effects were noted during the study. Reportable event(s): two patients (lead model 3389 n=2) experienced severe hypophonia/dysarthria that was stimulator dependent. Treatment and outcome information was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article. See scanned pages.